Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Troubleshooting was done for critical pump error alarm. Noticed red x with question mark on the insulin pump's screen. Customer also mentioned that they noticed open book image on the screen. Customer reported that no any other alarm was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. User